Event description:
The iab was inserted into the patient on 1/29/97 at 12:10 pm and removed on 1/29/97 at 5:30 pm. The iab did not malfunction. As a result of the event, the patient had an ischemic complication. (Event complications: the patient had an ischemic complication) - reported 3/7/97. (Pt's current status: unk - rpt'd 3/7/97.)